Manufacturer narrative:
The field service representative (fsr) verified the unit displayed a 'o2 analyzer calibration failed' message. He replaced the oxygen (o2) sensor. He performed mechanical, electrical and visual testing. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas sysem (epgs) displayed a 'oxygen (o2) sensor needs calibration' message after attempting calibration. There was no delay. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported issue. The customer oxygen (o2) sensor cartridge was installed into a lab-use only electronic patient gas system and the fraction of inspired oxygen minimum setpoint of 21% failed verification testing. The pst observed heavy cyclization of electrolytes that had leaked from the customer o2 sensor cartridge pretesting.

Event description:
Additional information received from field service representative that an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.